Manufacturer narrative:
Follow-up #1; date of submission: 09/08/2016. The device has been returned and evaluated by product analysis on 08/16/2016 with the following findings. During investigation, the battery cap was hard to remove and insert due to the top being stripped. The original complaint was duplicated during investigation. A test cap was used and it was able to insert and be removed without any problem. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; cannot remove cap from pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.